Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal end of left anterior descending (lad) artery. After the lesion was predilated with an unknown balloon catheter, a 3.00 x 28mm promus element plus stent was advanced and deployed at 12 atmospheres. After the deployment, the balloon of the stent delivery system (sds) was moved to the proximal end of the lesion, however during the attempt to dilate the lesion, the balloon ruptured at 14 atmospheres. Subsequently, post-dilatation was performed with an unknown balloon catheter and the procedure was completed. No patient complications reported and the patient status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).